Event description:
It was reported that the user requested assistance with a full supply change while using a teflon infusion set and deployed multiple insets incorrectly due to improper insertion technique after removing the set from the applicator, leading to an infusion set and cartridge change and replacement shipments; the event involved an improper or incorrect procedure related to the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions during infusion set insertion involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.